Manufacturer narrative:
Product analysis: analysis partially confirmed the customers comments as the power supply failed incoming temperature test and power supply was replaced as a preventative. It was also noted that the stylus tip position on touch screen required calibration. The radiofrequency head cable was worn out with cores twisted inside the cable but remained functional. The anti-slip layer of the radiofrequency head was worn. Stylus tip cracked but still functional. Left keyboard hinge and display back cover were broken. Right lower bullet was missing. Software reconfigured to eliminate possible software issues. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was very slow and turned itself off. Telemetry issues also noted during interrogation. The programmer was returned for service. There was no patient involvement.